Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) on (B)(6) 2011. Mesh removal occurred on (B)(6) 2012. Patient's legal representative stated pain under the area of the tape, draining sinus in the suburethral area.